Event description:
Abbott diabetes care (adc) received a user report from the norwegian medical products agency containing the following information: a healthcare professional (hcp) reported low readings from an adc device related to a patient with type 1 diabetes, who was found deceased at home on (B)(6) 2025. Following notification of the death, a diabetes nurse accessed the continuous glucose monitor (cgm) data through the libreview service. The hcp noted that the cgm data consistently reflected low blood glucose values over an 11-day period preceding the loss of signal, which is presumed to correspond with the estimated time of death. The hcp indicated they have a printout of the sensor data from the days immediately preceding the signal loss which showed glucose levels ranging from 3.1 mmol/l to 5.6 mmol/l, with an average of 4.2 mmol/l. The final recorded sensor glucose value was 3.0 mmol/l, captured on august 25 at 08:15 (am/pm not specified). It is unknown whether a trend arrow was visible on the device at the time of the last reading. According to the user report the patient had a history of dysregulated diabetes. Following the patient¿s death, a legal autopsy was requested. The preliminary analysis report noted a fruity, acetone-like odor emanating from the internal organs and a significantly elevated glucose concentration found in the eye fluid. Initial tests also indicated the presence of acetone. The report further indicated the cause of death as "bad regulated diabetes and ketoacidosis." The date of death was (B)(6) (unknown time). No information has been provided regarding any medical treatment or intervention administered prior to the patient¿s death. At this time, an official death certificate has not been issued. Adc customer service is actively working to gather more information and will provide a follow-up report once additional details are obtained. Based on the information available, it is inconclusive whether the adc device has led to or contributed to the reported death.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A valid serial number has not been provided, therefore no DHR review is possible. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a user report from the norwegian medical products agency containing the following information: a healthcare professional (hcp) reported low readings from an adc device related to a patient with type 1 diabetes, who was found deceased at home on (B)(6) 2025. Following notification of the death, a diabetes nurse accessed the continuous glucose monitor (cgm) data through the libreview service. The hcp noted that the cgm data consistently reflected low blood glucose values over an 11-day period preceding the loss of signal, which is presumed to correspond with the estimated time of death. The hcp indicated they have a printout of the sensor data from the days immediately preceding the signal loss which showed glucose levels ranging from 3.1 mmol/l to 5.6 mmol/l, with an average of 4.2 mmol/l. The final recorded sensor glucose value was 3.0 mmol/l, captured on august 25 at 08:15 (am/pm not specified). It is unknown whether a trend arrow was visible on the device at the time of the last reading. According to the user report the patient had a history of dysregulated diabetes. Following the patient¿s death, a legal autopsy was requested. The preliminary analysis report noted a fruity, acetone-like odor emanating from the internal organs and a significantly elevated glucose concentration found in the eye fluid. Initial tests also indicated the presence of acetone. The report further indicated the cause of death as "bad regulated diabetes and ketoacidosis." The date of death was august 24 (unknown time). No information has been provided regarding any medical treatment or intervention administered prior to the patient¿s death. At this time, an official death certificate has not been issued. Adc customer service is actively working to gather more information and will provide a follow-up report once additional details are obtained. Based on the information available, it is inconclusive whether the adc device has led to or contributed to the reported death.

Manufacturer narrative:
Section d4 (sn) has been updated to incorporate the newly available information relevant to the report. Section d4 (device expiry date), (UDI) and section h4 (device manufacturing date) have been revised to reflect information identified during the extended investigation. Section g2 (report source) has been updated as the previously submitted information was deemed invalid. The reported product is not expected to be returned as the reporter indicated the device was discarded. In the absence of a returned product, an investigation has been performed. An extended manufacturing review of the reported product was conducted. Investigation summary: lot 0000054296 performed within specification for all measurements during the sensor manufacturing and release testing process. There were no non-conformances in the same time period that had product impact in relation to the manufacture of lot 0000054296. All measurements reviewed are within specifications. For the sensor kit, no abnormal conditions were observed for the reviewed units lot t60003235, nor manufacturing issues were observed from the reviewed documentation. It was confirmed the units were manufactured following the validated parameters, and the quality inspections and testing were successful. The information was gathered and reviewed by a representative of each area. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the unanticipated event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This is a correction report. The h11 section for tracking and trending data has been corrected for this submission. The reported product is not expected to be returned as reporter indicated the device was discarded. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A valid serial number has not been provided, therefore no DHR review is possible. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend, and an investigation was conducted, and corrective actions have been taken. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.